Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device had septum issues. This occurred on 10 occasions. The following information was provided by the initial reporter: q-syte - septum didn't rebound on day 2 of use. The problem products are about 10 pieces.

Event description:
It was reported that q-syte closed luer access device had septum issues. This occurred on 10 occasions. The following information was provided by the initial reporter: q-syte - septum didn't rebound on day 2 of use. The problem products are about 10 pieces.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-14. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two used units. Upon inspection of the received devices, it was found that the septum had been pushed in, confirming the defect of component damage. The units were microscopically inspected and found to have no voids in adhesive residue on the top disk and body indicating proper adhesion of the septum at the time of manufacture. No additional damage was found during the microscopic inspection. The septum may become pushed in due to excessive force exerted on the septum in the clinical environment or during the manufacturing process. Bd was unable to determine a definite root cause since the devices had been used and no manufacturing defects were observed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.